Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had issues. The customer¿s blood glucose level was unknown. The customer states pump is doing some really strange things, when they rewind the pump it squirts out like there is too much pressure in there or something. The customer also states screen goes gray and it counts to seven after the rewind process. The insulin pump will be returned for analysis.